Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had stimulation in the wrong location; she needed stimulation for her left leg but stimulation kept switching to the right leg. The manufacturer¿s representatives (reps.) Have worked on it but couldn¿t figure out. The patient was also experiencing no pain relief in their left leg. It was noted these issues had been there since implant. In july the patient stated she wanted to meet with the rep. Again to get her stimulation addressed and for reprogramming. It was noted the patient had an appointment scheduled at her healthcare provider¿s office on july 14th at 8 a.m. And she was going to be added to the reps. Calendar. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient. It was reported that the 1st implant was never in the correct position regarding stimulation. Eventually the healthcare provider (hcp) did an x-ray and determined that the lead had shifted to the right. The implant was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.